Event description:
The 2.5 x 8mm taxus stent embolized off balloon while withdrawing into guide. Stent initially trapped with 1.5mm balloon placed through stent and inflated distally. However, after removing system from body, no stent was found.